Event description:
It was reported the intraocular lens was removed and replaced due to the improper power initially implanted. No patient complications occurred and patient's visual acuity is good.

Manufacturer narrative:
The intraocular lens was received and analyzed. The diopter measured correct as labeled and all other optical measurements were within specifications. Based on our investigation and information received from the account we have no reason to believe this event is manufacturing related.